Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m5462k the analysis results found that one sr75 reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. Please reference the instruction for use for more information. No functional test was performed due to the condition of the reload. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open unknown procedure, the cartridge could not be loaded into a linear cutter. The cartridge was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.